Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During preoperative interrogation, it was discovered that the right ventricular (rv) lead was exhibiting a capturing problem. The patient was experiencing discomfort. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition post procedure.